Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient experienced baker grade iii capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the revision surgery and suspected medical device. The patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implant (catalog #: 3505504bc, left serial #: (B)(6) , right serial #: (B)(6). Upon explantation, the left-sided device was observed to be ruptured. Updated reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/4/2019, mentor became aware that the patient underwent device removal on (B)(6) 2019. On 11/12/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/5/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample and area of shell abrasion was noted on the anterior aspect. Within the shell abrasion a crease was noted and it was extending to the posterior view. Leak testing was performed and it revealed a tear within shell abrasion, measuring approximately 0.1 cm. No other anomalies were observed. Shell abrasion and crease suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor memorygel breast implant 475cc, catalog # 3504751bc, serial # (B)(4), lot # 6586880. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) hispanic female underwent a primary breast augmentation with a mentor memorygel breast implant 475cc and experienced capsular contraction on the left side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.